Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output connector was broken and wouldn't hold the cable.

Event description:
It was reported that the output port of the external pulse generator (epg) could not lock the cable wire in place. Of note, the engineer confirmed the outport malfunction. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Event description:
It was reported that the output port of the external pulse generator (epg) could not lock the cable wire. The epg was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).